Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed the right atrial (ra) lead had no capture. The physician elected to explant and replace the ra lead on (B)(6) 2023. The patient was in stable condition throughout.